Event description:
The nurse reported the illuminator would not fit through the trocar cannula; however, the vitrectomy probe in the same pack would fit. Add'l info received from the nurse stated the illuminator was switched out and the case was completed as planned. The nurse stated there was no pt harm.

Manufacturer narrative:
The sample has been received and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).